Manufacturer narrative:
An event of an implant related tissue damage, heart failure, pericardial effusion, and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported related tissue damage could not be determined. The reported pericardial effusion, cardiac tamponade, and heart failure were likely cascading effects from the event, however this cannot be determined. An unexpected medical intervention was a result of case specific circumstances, as a pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, 25mm amplatzer amulet was chosen for implanted using an 14f amplatzer torqvue delivery system. No pericardial effusion was noted prior to the procedure, and the transseptal puncture was performed in a posterior and inferior location. Heparin was administered during the procedure, with the activated clotting time reported to be greater than 300 seconds. Approximately two months after the procedure, the patient presented with symptoms of heart failure. Further evaluation identified a pericardial effusion localized to the left atrial appendage, with associated cardiac tamponade, which was subsequently managed with percutaneous drainage. The user indicated a belief that the pericardial effusion was caused by the anchors of the amulet device. Following this intervention, the patient recovered and was reported to have no ongoing consequences.

Event description:
It was reported that on (B)(6) 2026, 25mm amplatzer amulet was chosen for implanted using an 14f amplatzer torqvue delivery system. No pericardial effusion was noted prior to the procedure, and the transseptal puncture was performed in a posterior and inferior location. Heparin was administered during the procedure, with the activated clotting time reported to be greater than 300 seconds. Approximately two months after the procedure, the patient presented with symptoms of heart failure. Further evaluation identified a pericardial effusion localized to the left atrial appendage, with associated cardiac tamponade, which was subsequently managed with percutaneous drainage. The user indicated a belief that the pericardial effusion was caused by the anchors of the amulet device. Following this intervention, the patient recovered and was reported to have no ongoing consequences.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.